Manufacturer narrative:
MDR flowchart generated - not reportable. Unit received from the field; no service eval, possibly tossed due to pt contact; without the unit it is not possible to determine an assignable cause for this issue. There is insufficient info for a complete investigation. Completed and attached a current MDR decision flowchart. The DHR for lot 24112-06 was reviewed. The unit met mfg specs when released and there were no issues related to the complaint. This lot has a (B)(6) complaint rate. There were (B)(6) units released to distribution. A review of lot history showed that there were a total of 3 units that stopped working. A review of the console history was not performed because the console serial number was not reported with the complaint. A review to be performed of 2012 complaints to complete and file MDR. Postponed completion due to preparing for notified body audit in january. Opened CAPA to review 2012 complaints. Complain reviewed, updated for lot details, closed, and MDR issued.

Event description:
Defective/non-functional product, during procedure, primed properly, started working on pt but then quit. No injury as a result of product failure.